Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01775 / 01776 / 01777). Product location unknown.

Event description:
It was reported by patient's legal counsel that patient underwent a left hip revision procedure approximately nine (9) years post-implantation due to allegations of pain, tissue destruction, bone destruction, metal wear, metal poisoning and limitation of daily activities this report is based on allegations set forth in plaintiff&#38112;complaint, and the allegations contained therein are unverified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The head was returned. The head has damage to the face and wear marks to the outside diameter. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: m2a-magnum pf cup 56odx50id cat: us157856 lot: 325370; m2a-magnum 42-50mm tpr insrt-6 cat: 139252 lot: 003170; bi-metric/x por nc lat 14x150 cat: x11-180314 lot: 444210. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.